Manufacturer narrative:
Failure analysis was performed. Visual inspection revealed no anomalies. The unit was powered on with provided ac power supply - ok. The touchscreen was verified to be off and was unable to be calibrated. Programmer test software "encore desktop 2.2" was installed successfully. The touchscreen could then be successfully calibrated with the stylus. The unit passed all final functional tests. Conclusion: confirmed the reported event. The issue was caused by a software design issue related to display calibration/recalibration. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touch screen of the programmer was off by one-half to one centimeter, and the caller was inquiring about how to calibrate the programmer. The caller was advised to return the programmer for repair. The status of the programmer is unknown. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's touch screen was off and would not calibrate. The programmer was to be salvaged and scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer screen would not calibrate. The programmer was returned for service.